Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and had a battery out limit alarm. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump buttons were hard to press. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and unable to confirm if the time is advancing due battery has been removed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump was received with no button response due to unlocked lcd keypad connector during visual inspection. No button error alarm during testing. Unable to perform the displacement, operating currents, unexpected restart error test, rewind or verify battery out limit due to buttons not responding. However, keypad flattened button dome switch (creased) was found on esc, act, up and down.